Event description:
New information received noted that the atrial lead continued to exhibit noise over-sensing. The lead was capped and replaced on (B)(6)2020. The patient was in stable condition.

Manufacturer narrative:
Additional information: b1, b2, b5, h1.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced chest pressure and presented in the emergency room. Upon interrogation, it was noted that the atrial lead exhibited several episodes of noise oversensing, causing inappropriate mode switch episodes. This was indicative of lead failure. Additionally, there was a noise reversion episode due to the atrial noise and noise was easily reproducible with pocket manipulation. Intervention was discussed, but none was reported. The patient was in stable condition.